Event description:
During implantation of a trochanteric fixation nail, the helical blade hit the nail and caused a divot in both the nail and blade. The surgeon tried using another helical blade, but it got caught on the divot of the nail. The tfn was replaced and a new helical blade was used to complete the procedure. This report is #3 of 3 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. Nonconformance was written as a result of a documentation error on the certificate of analysis - the vendor used ksi units for the report and the requirement is for metric units. The disposition of this nonconformance was to proceed with normal processing and inspection. No adverse affect on product.